Event description:
It was reported an implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm, 27mm, and 31mm watchman flx laa closure device with delivery system (wds) respectively. A 24mm closure device was deployed but did not meet release criteria and was removed from the patient. A 27mm closure device was next attempted and met release criteria. After being released, the closure device shifted proximally in the laa due to a large pectinate muscle. The closure device was snared out of the laa and subsequently traveled through the mitral and aortic valves into the aorta. Arterial access was gained, and the closure device was successfully removed from the patient through an 18f sheath with a bioptome. The procedure was completed with a 31mm closure device. No patient complications were reported. The patient was discharged from the hospital the following day.